Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 600 and 400. The customer was treated with manual injection. Customer reported that cannula was bent at the infusion set. The insulin pump and reservoir will not be returned for analysis.